Event description:
It was reported that the pump shut off unexpectedly in the past intermittently. Customer¿s blood glucose (bg) level for all events was "high"; although specific value was not provided. Customer administered a correction bolus to address the elevated bg. The customer will continue to use the current pump for insulin therapy; however, a replacement was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.